Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information from the attorney of the family on (B)(6) 2021 regarding minimed 600 series pump may be the subject of litigation. No further details were provided at that time. On (B)(6) 2022, additional information was received that the customer allegedly suffered episodes of hyperglycemia due to under delivery of insulin which led to emergency medical treatment on the following dates: (B)(6) 2018, (B)(6) 2019 and (B)(6) 2019. Reporter alleged that the device was defective and they were not aware of the pump recall. Reporter alleged that the customer woke up in the middle of the night and was extremely nauseous with blood glucose of over 400 mg/dl. Customer treated with bolus via insulin pump. Blood glucose was not going down and ambulance was dispatched and took the customer to the emergency room where they received treatment. Blood glucose was 543 mg/dl upon arrival at the hospital. The allegation did not specify the pump identifier (serial number) that was in use at the time of the incident. If and when additional details become available, the information will be supplemented.